Manufacturer narrative:
E1 - initial reporter phone. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited air in line error. There was no reported patient involvement.

Manufacturer narrative:
Section d: corrections h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. However, the presence of the air in line alarm was confirmed through the event history log. The cause was identified to be an aging air detector which had become faulty. The air detector was replaced to address this issue.